Event description:
The catheter was placed 1/13/98. The dome became off the catheter tube when the catheter was removed by traction rem oval from the pt's stomach on 10/19/98. The dome was voided as feces. A differnt mfrs product was placed.